Manufacturer narrative:
Investigation: the investigation was carried out visually and microscopically with a keyence vhx-5000 digital microscope. We made a visual inspection of the implant. Here we found an open jaw and the clip is no longer in its delivered state. Additionally we found a deformation of the spring contour. It is misaligned to the initial circular contour. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard an DHR files, a material defect or production error can be excluded. Since these clips are subject to a 100% inspection of surface, geometry, and closing force, a delivery condition with poor geometry is excluded. Investigations lead to the assumption that the opened jaw and deformation of the spring contour were caused by an improper handling. There is the possibility of an incorrect gripping with the applying forceps and was thus opened too wide with opening with the forceps or were caused by using an applier from other manufacturers. Therefore there is a restriction of the functionality and the possibility of non-releasing, and changing of the closing force. The clip has not been distributed in this condition. The factory-set closing force could not be checked because the clip was not in its delivery state. No CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation - no product at hand. Batch history review - no batch number available. Conclusion and root cause - no product was available and therefore it was hardly possible to determine an exact conclusion or root cause. We assume that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rationale - since these clips are subject to a 100% inspection of surface, geometry and closing force, a delivery condition with poor geometry is excluded. There is the possibility for damage due to incorrect handling. Possibly the clip had been removed from the sterile packaging with an application forceps from a competitor. Another reason could be that it was opened too wide with the forceps. Therefore, there is a restriction of the functionality and the possible change of the closing force. If further investigation is required, the product should be provided for examination. The instructions for use (IFU) also mentions points and caution for handling, as mentioned previously. Additional points from the IFU include the following: prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components; do not use the product if it is damaged or defective; immediately discard any damaged products; always treat the aneurysm clips with appropriate care; never open aneurysm clips with your fingers; avoid any manual and/or mechanical manipulation (e.g. With fingers or instruments) of the aneurysm clips.

Event description:
Prior to use during a craniotomy on (B)(6) 2019, the cerebrovascular mini clip would not close and hold position. The clip was not used. The incident did not cause or contribute to a serious injury and there was no delay in surgery. Further details on the procedure were not provided.